Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of muscle stimulation. Attempts to reposition the lead were unsuccessful due to helix extension/retraction issues. No adverse patient effects were reported. The lead was explanted without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.